Event description:
During follow-up, the device was interrogated and an alert for high impedance was observed. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.